Event description:
It was reported that the brakes (wheel locks) on a (B)(4) wheelchair won't hold. The end user will think that the locks are engaged when they are not which caused the wheelchair to go backwards. The end user fell, sustaining bruising to her right elbow. Ems was called but end user did not go to hospital. End user was helped up off the floor.